Event description:
Decoded programming data from prior to the explant that was available to the manufacturer was reviewed. However, with the data available, the premature depletion could not be evaluated as the device had not yet reached 50% battery consumption. No anomalies were noted from this data. Decoded programming data from the generator after it was received for analysis post-explant was reviewed. Data reviewed evidenced that the battery was depleting faster than expected. No additional, relevant information was received to date.

Event description:
The patient's device was prophylactically replaced and the generator was received for analysis. Analysis was completed on the returned device. Visual examination of the device showed markings typical of surgical procedures. Burn marks were observed on the case, which indicated that the device may have been exposed to an electro-cautery tool. The battery was found to be showing intensified follow up indicator = yes (ifi=yes) condition. Diagnostics on the generator showed communication, impedance, and output current to be ok, within normal limits. A visual assessment of the pcba showed contaminants on the trimmed edge of the pcba. The device failed several postburn electrical tests; however after the contaminants were removed from the trimmed edge of the pcba, the device passed all but two test which were failed due to the test software requiring updates. The contaminants on the pcba suggest probable electrical paths were established which contributed to the supply current conditions. The analysis therefore concluded that the contaminants on the pcba may have been a contributing factor to the ifi = yes condition. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. Programming history was reviewed however data was only available until 02/23/2017. No diagnostics were provided. No additional, relevant information was received to date.